Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone that the keypad has fallen off. Customer's blood glucose was not given at the time of the incident. Customer was advised the insulin pump will be replaced and agreed to return the device for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Device received with missing keypad overlay and broken battery tube threads. (B)(4).

Manufacturer narrative:
P-cap locked in place properly during testing. Device received with missing keypad overlay and broken battery tube threads. (B)(4).